Event description:
According to the report of (B)(6) 2013. In situ testing shows all electrode channels in status hi. An accident or trauma is not known. Re-implantation is being considered. No further information is available at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.